Manufacturer narrative:
The device was received, investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the bolus button was pressed. The bolus cord was returned to the pharmacy department from the homecare setting with a report that the bolus cord did not deliver when the bolus button was pressed. It was reported that the bolus cord was connected to a gemstar pump and was being used to deliver an unspecified pain medication. No specific pump programming was available. After an unspecified length of time, the customer contact reported that the nurse reported to the pharmacy that when the bolus button on the bolus cord was pressed, the device did not deliver a dose. The customer contact indicated that when the manual bolus button on the top of the pump was pressed, a dose was delivered. No specific details were provided. There were no reported adverse patient effects and no reported delay of critical therapy while the device was in clinical use. No medical interventions were reported. No additional information was provided including if the bolus cord was replaced and the therapy was resumed.